Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid [5 mg/ml] at a dose of 0.5 mg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2017 that the emergency room (ER) physician called and wanted the pump stopped due to the patient¿s current state. It was noted that the patient was not awake so they were not sure of other medications that the patient may have taken. The date of the event was reported as (B)(6) 2017. Environmental/external/patient factors that may have led or contributed to the issue were unknown. Diagnostics/troubleshooting performed were unknown. It was indicated that the manufacturer's representative walked the physician through putting the pump in minimum rate as interventions/actions taken to resolve the issue. At the time of the report the issue was not resolved. No surgical intervention occurred and it was not planned. At the time of the report the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report that the patient was not awake). The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. Additional information was received from a manufacturer's representative on (B)(6) 2017. It was reported that the hcp did not specify what symptoms specifically that the patient was experiencing. It was noted that physician stated they believed it was possibly related to oral medications but they could not confirm. It was unknown if the patient's symptoms had been resolved. It was indicated that the information provided had been confirmed with the physician/account. No further complications were reported or anticipated.